Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for: part# 314.467 lot # 7575344. Release to warehouse date: 19 mar 2014. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials, dob age & weight not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Facility phone number: (B)(6). The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the screwdriver shaft could not pick up the screws. The surgery was prolonged about 1 minute and 14 seconds. There was no patient harm and the surgery was completed successfully. This event caused no problems for the patient. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. An investigation summary was performed. Evaluation results: customer quality investigation: the received screwdriver is in a used condition, the coupling adapter has wear marks, 5 of the 6 star-drive tips are worn at the forefront and the 6th tip is deformed. Due to this deformation the self-holding effect of the screwdriver is not given anymore and the complaint is confirmed. The manufacturing documents were reviewed and no complaint related issues were found. This lot of (B)(4) pieces was manufactured in march 2014 and we are not aware of any other complaint for the article- and lot number. Based on the used condition of the device we assume that the deformation of the tip occurred post-manufacturing and that the device was functional during previous procedures. The exact cause of this occurrence can afterwards not be defined. The most likely root cause is a combination between improper alignment and not inserting the screwdriver completely into the screw recess; by this the force would be applied only onto one tip, which can lead to such a deformation. The exact cause of this occurrence can afterwards not be defined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.